Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover had dents in it which was in the way of docking. Once fixed, the system was able to re-home the gantry and the imaging system was able to fully dock. System passed check out and functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system would not dock completely. The manufacturing representative tried re-homing the system but would hit a hard stop in the x-axis direction when it was close to the docking position. The rep examined the x-stage cover and noticed that there was damage to it, which caused the system to not dock. No patient involvement.

Manufacturer narrative:
Correction: updated to correct UDI / serial number.